Event description:
The customer reported to customer service that she thought she had a fit issue with her breast shields for her pump in style advanced breast pump. She also reported that she had contracted mastitis and a yeast infection, for which she saw a physician who treated her with antibiotics.

Manufacturer narrative:
The customer visited a lactation consultant who determined that the breast shields were not the issue, so the customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/ investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression t overwhelming sepsis. The cause of a yeast infection while using a pump in style breast pump has not been determined at this time. It is currently being investigated under (B)(4).